Event description:
It was reported that the ventilator alarmed for high pressure and breath cycle of 1 per second and would not ventilate the patient. The patient was removed from the ventilator and bagged. After the ventilator was removed from the patient, it seemed to be working fine. The patient's airway was checked for potential obstructions with none found. When the patient was placed back on the ventilator, the ventilator alarmed for high pressure, had a breath cycle of 1 per second, and would not ventilate the patient again. The patient was placed on another ventilator. There were allegations of ventilator malfunction causing patient harm.